Manufacturer narrative:
The tech found the casters were worn and could no longer adjust the casters. He replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the brakes were not locking completely when engaged. The brake would lock in place but rolled slightly when pushed.